Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient attempted to use a sewing needle to remove fibrin by themselves but failed¿. The patient presented to the hospital and the transfer set was replaced. It was reported that the patient was advised to attend the hospital for a routine examination and infection prevention; however, the patient did not comply. Approximately five days later, the patient experienced poor appetite, abdominal pain, diarrhea and other discomforts. It was reported the patient presented to the hospital for unspecified ¿intravenous anti-infection treatment, but the effect was not good¿. Five days later, the patient presented to a different hospital, was diagnosed with peritonitis and was subsequently admitted to the hospital. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.